Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) and an unidentified malfunction alarm occurred. Another cartridge was loaded to resolve the cartridge alarm. Customer did not report how the malfunction alarm was resolved. Customer's blood glucose (bg) was 150-302 mg/dl. At the time of the report, customer's bg was low (value not reported). Customer declined to provide further information.